Event description:
An eye care professional reported that a patient experienced a corneal abcess in their left eye associated with wear of o2optix contact lenses. A culture tested positive for pseudonomas aeroginosa & klebsiella oxytoca. Current visual acuity reported as 7/10. Pre event acuity is unknown. The event was treated with an unspecified antibiotic. Request has been made for additional information. However no further information is avaliable at the time of this report.